Event description:
Pt was having trilysis catheter inserted by physician. The physician had the guidewire in pt's right femoral vein and had threaded the catheter over the wire and into pt's leg. He then began withdrawing the catheter. Initially, there was no problem and then half way out there was great resistance. The physician pulled both the catheter and wire out a small amount. Then began attempting to withdraw the wire again. He noted that the wire looked as if it was "uncoiling." He realized that the guidewire was still not budging from the catheter. Another physician advised him to slowly withdraw both catheter and wire ensuring that wire did not retract back into the pt. He did so without incident. Pt had no resulting issues. Cxr and kub taken to ensure no hardware was left in pt.